Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an unspecified spinal surgery due to kyphosis / sclerosis. Intra-op, tip of the probe broke off in the pedicle and surgeon removed broken tip from the patient's body. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis result: visual microscopic a microscopic review of the fracture face indicates that there are some beach marks through a portion of the fracture followed by an area of material overload. This type of damage is consistent with repeated use over time. If information is provided in the future, a supplemental report will be issued.